Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 83078 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd sedi-40 had software errors. That after starting the mixing process a error message would occur and stop the process.

Manufacturer narrative:
Correction awareness date correction. Used (B)(6) 2017.